Event description:
During a routine phacoemulsification procedure it was reported that the vacuum on the phaco machine suddenly increased and caused the pt's lens and capsule to tear away from the zonules. In addition, damage was noted in the endothelium. An intracapsular cataract extraction was performed and a posterior iol was implanted. The pt is expected to recover fully.